Manufacturer narrative:
Sections a4 weight, b5 event description, and b7 medical history/preexisting condition were updated to include clinical details at hand and subsequently received additional information. B2 revised date of death as it was reported incorrectly on the initial report that was submitted. Medical safety review. Medical safety reviewed the event. The event describes patient post coronary artery bypass graft surgery with a block bypass (noted during post-surgical care). The patient was in a decompensating state and had developed sepsis and went into liver and kidney failure. A decision was made to place the patient on an impella cp for mechanical circulatory support (mcs) for a planned intervention to the blocked left internal mammary artery to the left anterior descending artery (lima-lad). The patient expired 2 days later on support. There is no report or indication that the impella cp malfunctioned or was associated with an adverse event during support. The impella cp was in use during patient expiration but would not have materially contributed to the patient death given patient underlying condition compromised with sepsis and multiorgan failure that was confirmed prior to impella support. However, conservatively, the death should be reported as device was in use at time of expiration. As a result of medical safety review outcome, the sepsis and multi-organ failure adverse events have been dissociated from the impella cp device used. Therefore, h6 health effect - clinical and impact coding have been updated accordingly. Note: h6 medical device problem and investigation type/findings/conclusion remain unchanged as previously reported.

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support (mcs) and expired on support two days later. The patient presented for a high-risk pci for a blocked left internal mammary artery to the left anterior descending artery (lima-lad). The impella cp was implanted pre-pci. Pci was coronary angioplasty, and it was unknown if untreated diseased was greater or equal to 50%. No further information regarding pre and post procedure was noted. In the case wrap up notes it was noted the patient experienced multiorgan failure and sepsis (onset of these adverse events were unnoted). The patient expired on support 2 days after start of the impella mcs. Additional information was received and noted the patient came in a "really bad" shape overall with confirmed sepsis. The patient had coronary artery bypass graft (CABG) surgery and was in the intensive care unit for a prolonged time before cardiology took over and tried to resolve blocked lima-lad bypass. Sepsis and liver and kidney failure were confirmed before impella insertion. Additionally, the interventional cardiologist confirmed that the patient's health status was already compromised, and it is not related to the impella mcs.

Manufacturer narrative:
The cause of the organ failure and sepsis was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced organ failure and sepsis. Ultimately, the patient expired.